Event description:
The saf-t holder device was attached to the IV extension tubing and blood tubes were connected to draw labs. When the blood tubes were removed, the device continued to leak blood. Unsure if the rubber over the needle was punctured and the needle was exposed.